Manufacturer narrative:
H2 correction: please note that sections d1 and d4 have been updated at this time. H6: please note that based on additional information that has been received, device code c63114 has been replaced with device code c63124 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the measured impedance abnormality was that the impedance was ¿high.¿ it was noted that the patient was using a preexisting lead at the time of follow-up. There remained no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance abnormality was observed. The connection between the implantable neurostimulator (ins) and lead was checked and reconnected, but the unusable electrode persisted. The lead was then tested with another device and the abnormal impedance issue remained. It was noted that ¿there was a possibility that stress occurred in the [patient¿s] daily life after discharge.¿ the patient¿s physician suspected a lead fracture had occurred 3 months after implant. The lead remained implanted, but out of service at the time of report; the issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the complex regional pain syndrome (crps) 1 patient was alive with no injury at the time of report. No further complications were reported or anticipated.